Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
The consumer reported the string was missing and the tampon was stuck inside. She experienced vaginal odor, vaginal itching and slight abdominal discomfort. She was unable to remove the tampon and had to seek medical assistance. The doctor performed a vaginal exam and did not find tampon nor tampon pieces inside. Her symptoms have resolved.